Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the maryland bipolar instrument was no longer following the console commands. A loose steel wire was observed. The instrument was replaced with another instrument to continue the surgical procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.